Manufacturer narrative:
Indications: this device is used for treatment, not diagnosis. The lvis device is intended for use with embolization coils for the treatment of unruptured or ruptured, wide neck , intracranial, saccular aneurysms. Contraindications: use of the lvis device is contraindicated under these circumstances: patients in whom anticoagulant, anti-platelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to metal, such as nickel-titanium and metal jewelry; patients with anatomy that does not permit passage or deployment of the lvis device; patients with an active bacterial infection; patients with a pre-existing stent in place at the target aneurysm. Potential complications: possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. The device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined. (B)(4).

Event description:
During the scheduled treatment for a wide-necked aneurysm arising from the ophthalmic segment of the right internal carotid artery. The lvis stent was advanced through the catheter. The stent was positioned across the aneurysm in the standard fashion. Fluoroscopy confirmed the distal margin of the stent positioned near the origin of the right posterior communicating artery, and the proximal margin of the stent was located near the anterior genu of the right internal carotid artery. However the proximal tines of the stent did not appear fully expanded. A CT and 3d images of the cranial arteries confirmed incomplete opening of the proximal tines of the stent. Manipulation of the stent was performed by gentle manipulation of the stent delivery wire and microcatheter. This resulted in partial expansion of the proximal segment. To achieve complete expansion, the stent delivery pusher wire was exchanged for a transend ex microwire. With this device and additional microcatheter it was possible to re-access the lumen of the stent and navigate beyond the distal margin of the stent. This technique was successful. The full expansion of the stent was confirmed by dyna CT of the head with contrast injected through the right internal carotid artery. The images confirmed complete opening of the proximal tines of the stent. Embolization coils (7) were deployed successfully. Repeat angiography was performed demonstrating appropriate position of the stent across the aneurysm. The stent and parent right internal carotid artery were widely patent. There was no evidence of thrombus formation or distal vessel occlusion. There were no immediate complications. The patient was transported to the post-anesthesia care unit in stable condition. Patient treated with aspirin 325 mg po daily and prasugrel 5 mg po daily.